Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Manual insulin injections were administered to address elevated bg level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.